Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: USA there is an increasing amount of sets being sent back to spd due to residue found inside container after sterilization. The or staff is doing a "white glove test" - where they will swipe the bottom of the container after removing the basket. After swiping the bottom of the container the or staff (in some cases) are finding a dark residue on glove. No patient injury. Delay in surgery all medwatch submissions related to this report are: 9610612-2018-00288, 9610612-2018-00289, 9610612-2018-00290, 9610612-2018-00291, 9610612-2018-00292, 9610612-2018-00296.

Manufacturer narrative:
Investigation: no products at hand. Conclusion and root cause: the root cause of the problem is most probably usage and design relate. Rational: the residues are not related to these products. According to the investigation report from nelson labs: "the infared scan plot and library search data are included in appendix a. The fourier transform infared spectroscopy scan has been compared against nelson laboratories, created and commercially available libraries and the five highest matches are provided. The commercial libraries have been produced using the same instrument or may not have been produced using the same method of collection as the original scan." Corrective action: a product safety case will be initiated.